Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.